Event description:
Patient reported right side pain and itchiness. Patient also reported right side seroma, pain, swollen, myositis, tunneling wound and itchiness. Patient also reported the "entire right side was caved in". Device explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection, myositis, migration, wound dehiscence.